Event description:
Vague report received from baxter-japan reports an overinfusion occurred. According to the report the device delivered 10ml of solution in 5 hours. Device contained 8ml of fentanyl citrate and 16 ml of normal saline for a total fill volume of 24ml. It is unknown if the pt requested a bolus from the pcm. Reporter states no pt injury resulted from the reported condition.